Event description:
It was reported that a patient presented in clinic for a routine generator change. During interrogation, oversensing noise was noted due to insulation breach on the right ventricular (rv) lead. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient condition was stable.